Manufacturer narrative:
Additional information in d4, g4, h6. Investigation results: a post-operative breakage of the tibia component and insert was reported. No traumatic impact was reported. The affected parts were explanted. The devices, used in treatment, were not returned for investigation. For the ¿tc plus primary tibial insert size 6/13¿, art.-no: 75006002, the provided lot number was invalid. Neither product evaluation nor product history review could therefore be performed for the complained device. However, pictures of the device were provided. Upon medical investigation, the intraoperative photos confirm the breakage. The provided x-rays indicate osteolysis under the femoral component and under some areas of the tibial base plate, there also appears a radiolucent line around the tibial stem so it may have been loose. With the information provided the root cause of the tibial baseplate breakage cannot be confirmed, but it is commonly related to poor bone support under the plate. No further medical assessment is warranted at this time. A review of the device labeling revealed that the IFU (lit. No. Lit. No. 12.24, ed. 07/10) states fracture of the component as a possible risk factor in combination with the implantation of a knee prosthesis. The concerning failure mode and the severity are covered in the concerning risk management file. Based on the performed investigations, the poor bone support under the tibial base plate may have contributed to the fracture of the tibial base plate as well as the tibial insert, but this root cause could not be determined conclusively due to insufficient information provided. No further actions have been initiated. The case will be reopened, should the parts be returned or should further information be received. Smith+nephew will continue to monitor for similar issues. This investigation is considered closed.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
A post operative breakage of the tibia component and insert was reported. These devices were explanted.